Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of report. A follow-up medwatch report will be sent when the anaylsis is complete and/or when additional information is received from the hcp.

Event description:
Intra-operative impedances were greater than 4,000 ohms on pairs involving electrodes #0 and #1. The values for the case combinations were not provided; it was thought they were ok. The lead was removed and re-inserted into the ipg and upon re-insertion the setscrew on the ipg would not tighten down enough to hold the lead-the screw spun in place. The ipg was replaced and the implant procedure was completed. There was no pt injury.